Manufacturer narrative:
Complaint confirmed, the ar-9401-10 received was returned with an unidentified pin stuck and protruding from the proximal end. The pin was determined to be c4481-01 from ar-9207s. The pin was found to meet specifications.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a facility representative via sems that an ar-9401-10 eclipse universe the pin and version became stuck in the guide causing the version rod to break. This was discovered during use in a shoulder arthroplasty on (B)(6) 2021. The case was completed by free hand cut.